Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump appeared to have been programmed correctly, to infuse at a rate of 2 ml/hour for 92 ml to be infused. The patient stated that the pump gave a message for ¿air in line¿ at approximately 09:30 on the 25th, but the infusion should not have finished until about 1:45. The site reviewed the event log and did not see too much but there were multiple messages about the pump kicking to "keep vein open (kvo)". A continuous infusion rate of 2 ml/hour had been programmed, with a starting volume of 92 ml, total reservoir volume of 0 ml and given volume of 92 ml. The amount of medication remaining in the cassette did match the reservoir volume displayed on the pump. The amount remaining was 0 as the medication seemed to have infused too quickly. The air detector and upstream sensor had been set to turn on. The length of infusion intended was 96 hours, but the actual was approximately 91.5. A closed system drug transfer device (cstd) was used to fill the cassette. The pump was not used to prime the extension tubing. The event occurred while in use with a patient, and there was no reported patient harm.